Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the initial lead replacement was planned due to unsatisfactory analgesia post spinal cord stimulator replacement.

Manufacturer narrative:
Other applicable components are: product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6)2010 explanted: product type lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, as part of a clinical study, regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was unable to tolerate the position in the operating room to have the leads replaced. The surgical observation diagnosed the inability to tolerate the lead replacement on (B)(6) 2017. The clinical diagnosis was painful positioning intraoperative. Removal of the system was opted for, and the entire system was explanted and not replaced on (B)(6) 2017. The event resolved without sequelae on (B)(6) 2017. The event resulted in an unscheduled clinic or office visit. The etiology was related to the device or therapy and related to the implant procedure, specifically surgery/anesthesia. No further complications were reported or anticipated.